Manufacturer narrative:
Additional mdrs associated with this MDR: 3025141-2016-00004: screw.

Event description:
During routine removal of an acu-loc 2 volar distal radius plate, one of the screws was found broken when attempting to remove it. It is not clear if the screw broke prior to the removal surgery or if it was broken during the actual removal. A portion of the broken screw was left implanted in the patient.